Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable was damaged and the conductor was exposed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: image capture flooding and cable pinhole flooding. A definitive root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issue could not be determined, for the customer reported problem. Based on the results of the investigation, it is likely, the following led to the malfunction found, during device evaluation: it is presumed, that water flooded through a cable pinhole and caused image capture flooding. The event can be detected, by following the instructions for use, which state: notes on unexpected disappearance of endoscopic images or inability to unfreeze (warning): do not clean, disinfect, sterilize or store this product with tweezers, forceps or scalpels. Doing so, may cause a hole in the camera cable. Which could result in a water leak that could destroy the electrical circuitry inside the product. 4.1: precautions for use (warning): if the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. If for some reason the endoscopic image disappears or does not return from the frozen state, during an endoscopy or if normal images cannot be obtained, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, slowly pull the endoscope out from the patient and discontinue use. It is very dangerous to leave the endoscope inserted into the patient, while the image disappears or other observations cannot be made or to pump air/water, suction or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cable was damaged. And the conductor was exposed. There were no reports of patient harm.